Manufacturer narrative:
The console device was received for evaluation. The console device was tested and passed all manufacturing specifications. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a console device in which an e6 error code, "which indicates there is a handpiece overheat warning," was displayed during an ear nose & throat procedure. The reporter stated that there was a one minute delay in the surgical procedure as a result. An identical spare console device was available and the surgery was successfully completed. No injuries or medical intervention were reported no additional information was available.